Event description:
The customer reported being hospitalized on several occasions for diabetes ketoacidosis. The blood glucose reading at time of the call was 110mg/dl. Troubleshooting was performed. The fixed prime test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.